Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported cause of the second power on reset was unknown but as patient not using device and only charging every 2 weeks which takes up to 50 minutes, possibly the battery became depleted. Patient not using device and asking for removal. Furthermore, the cause of the ins battery being slightly tilted was not determined. Issue was not resolved yet as patient seeing consultant to further discuss asking for a removal. Patient's indication for use was faecal incontinence.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient with a rechargeable implant device has experienced power on reset (por). This has happened twice. The first time was when the patient was using a high powered speaker and microphone, so this has been avoided however a por has happened again. Of note, the battery is slightly tilted but this may be quite a new issues as patient recently fell over. Healthcare professional (hcp) inquired what could the cause of the por be. More information received, the hcp went into the patients my therapy app and think there was a longer message that was seen. The patient has charged their device every 2 weeks and it took 40-50 mins. Patient wasn't currently using the device as they were managing symptoms without the implant device. Also patient was under the care of the pain team due to pain issues with the piriformis muscle which they felt was exacerbated by the implant device switched on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.